Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and fever. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset the patient was treated with intravenous (IV) cephalotin (dose and frequency not reported) and IV amikacin (dose and frequency not reported). Both medications were discontinued the following day. That same day the patient began treatment with IV ceftazidime (dose and frequency not reported) and IV vancomycin (dose and frequency not reported) for eight days. Four days after starting antibiotic therapy the pd catheter was removed and the patient started hemodialysis. The day prior to receipt of this report the patient was recovered from this peritonitis event. No additional information is available.